Event description:
Both this lead and another were capped because, after a stent was placed, in the svc, both leads became compromised (high thresholds and increased impedance). Physician decided to implant a new system on the other side. There were no other adverse pt effects reported, other than the surgery. If add'l info becomes available, this report will be updated.